Manufacturer narrative:
The reported event for inoperable ipg due to not charging was confirmed. As received, the ipg would not communicate due to a depleted battery. Per event details, the patient had not used or charged their ipg for about six months and their ipg became inoperable. According to the review of prodigy IFU/dfu, 37-5447, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient claimed that he could not charge the ipg and thus stopped charging the ipg. As a result, the ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.